Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the set screw would not engage into the tulip head of the pedicle screw. The screw was removed and replaced. It was discovered that the head of the screw splayed. The surgery time was extended. No patient complications were reported and no further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned device shows that visual and optical examination did not identify material damage to the mas head threads. Dimensional inspection of u-channel width confirmed conformance to print specification. Functional evaluation with sample set screw fully engaged into head without issue. Additionally, legacy mas head go/no-go thread gage was utilized; the "go" gage fully engaged into head, and the "no go" engaged less than 2 threads. Unable to replicate customer concern. After visual, optical, dimensional, functional evaluation, the implant appears to function as intended. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.